Manufacturer narrative:
The reported events were dislodgment and failure to capture. As received, a complete lead was returned for analysis. Visual examination of the lead found the helix extended and clogged with blood / tissue. After cleaning and applying torque directly to the connector pin, the helix could be retracted and extended. The full helix extension length was measured within specification. The reported event of failure to capture was confirmed. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead consistent with friction to the device can. The cause of the reported event of failure to capture was isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages found are consistent with procedural damage.

Event description:
It was noted during generator upgrade that the atrial lead had dislodged and was not capturing. This dislodgement was confirmed by imaging. The lead was explanted. The new implantable cardioverter defibrillator (ICD) that was intended as the replacement went into backup mode for an unknown reason. The device was not implanted and was successfully exchanged. Patient was stable throughout the procedure.